Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had error message "syringe plunger not in place. Needs most recent software". This was related to physical damage and there was no delay of therapy. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seals to be removed and a cracked right plunger case. There was a 'syringe plunger not in place error' revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the broken screw boss and the plunger head case screws was the root cause. The right and left plunger case and all the plastic parts inside the plunger head were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.